Manufacturer narrative:
(B)(6). Date of event is unknown. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient originally underwent an open reduction internal fixation (orif) of a left mandible fracture on (B)(6) 2017. Subsequently, the patient was returned to the operating room for a non-union of the left mandible with osteomyelitis. Upon removal of the hardware, the plate was found broken at a screw hole. The screws were removed intact and nothing untoward occurred during the procedure. The final construct included a recon plate and screws. The procedure was completed successfully with the patient in stable condition. This report is for one (1) 2.0mm ti matrixmandible screw self-tapping 8mm. This is report 5 of 6 for (B)(4).